Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by edwards implant patient registry (ipr), approximately 3 years 1 month post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, the valve was explanted and a new 21 mm surgical valve was implanted. The cause of the valve explant is unknown at this time.

Manufacturer narrative:
A supplemental report is being submitted to correct the reportability of the event previously reported. The following sections of this report have been corrected and updated: b7 (other relevant history, including preexisting medical conditions), h6 (health effect - clinical code, device code, type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). Per the initial report, approximately 3 years 1 month post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, the valve was explanted, and a new 21 mm surgical valve was implanted. Subsequently, additional information was received via medical records revealing the patient had developed enterococcus bacteremia. As a result, a valve in valve was not an option for treatment and a surgical explant was recommended. An echocardiogram was performed which noted the 23 mm sapien 3 ultra valve exhibited severe aortic insufficiency (ai) that was predominately paravalvular with endocarditis. There was minimal calcification of the 23 mm sapien 3 ultra valve with a large gap around the annulus in the left cusp near the commissure. At the time of this report, the information available does not suggest the 23 mm sapien 3 ultra valve malfunctioned, or that the use or miss-use of the device caused or contributed to the valve explant. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edwards sapien 3 ultra valve. Therefore, the valve explant event is no longer considered FDA reportable.